Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported by the customer, during a bilateral leg angiogram, a micropuncture transitionless stiffened cannula access set's inner cannula/sheath and metal support "came apart". Access into the artery was obtained using ultrasound guidance, and blood return was noted upon insertion of the access needle. When the device was in the artery, the physician encountered difficulty/resistance advancing the guidewire. Upon removal of the device, the metal support and inner sheath "came apart". Per the customer, the device was not completely inserted because it would not advance over the wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device, the inner metal support cannula had separated from the hub. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification of the complaint device was also conducted. The complaint device was returned to cook for investigation. The stiffened cannula was separated from the white inner catheter hub. The outer diameter of the metal cannula flare was measured. The customer did not provide the lot number to cook, and a global shipment search was unable to definitively determine the lot number; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A supplier investigation was conducted. The supplier was unable to determine if there were manufacturing issues with the lot, as the lot number was not provided by the customer. Per the supplier, the typical force needed to pull the cannula from the hub is eight pounds. It is unknown how much force was applied to the complaint device prior to the cannula separating from the hub. The supplier concluded that if the flare was inadequate, the force needed to pull the cannula from the hub would be lower. The supplier stated that the flare was likely deformed as it was pulled from the hub and determined that a root cause for this event could not be determined; however, the affected component undergoes quality control inspections, during which the flare is measured. The information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = purchasing. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported by the customer, during a bilateral leg angiogram, a micropuncture transitionless stiffened cannula access set's inner cannula/sheath and metal support "came apart". Access into the artery was obtained using ultrasound guidance, and blood return was noted upon insertion of the access needle. When the device was in the artery, the physician encountered difficulty/resistance advancing the guidewire. Upon removal of the device, the metal support and inner sheath "came apart". Per the customer, the device was not completely inserted because it would not advance over the wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device, the inner metal support cannula had separated from the hub.